Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). It was reported that the flow will not zero (stated by the ssu). The end user did try to use the e-drive crank and the unit still would not flow. The patient expired as the customer did not have a backup cardiohelp.

Manufacturer narrative:
The unit was sent to getinge national repair center in mahwah. Work performed on (B)(6) 2019. Results of service order report (B)(4): "I also hooked up my test hls set to the e-drive and verified that I could crank the handle and the led strip on the e-drive matched the flow meter reading. I could also physically see that the hls was flowing liquid. The end user did try to use the e-drive crank and the unit would still not flow. The patient did expire as they did not have a backup cardiohelp." According to gfe IV (received on 2019-08-06) the technician stated that the log file analysis could prove that the customer did not use the emergency drive. The most probable root is a defective disposable (reported as 8010762-2019-00066, complaint number (B)(4). Thus the failure could not be confirmed.

Event description:
Internal reference: (B)(4).